Event description:
It was reported that a rise in right ventricular capture threshold and impedance had occurred following a coronary bypass procedure in (B)(6) 2014. A drop in sensing values was also noted. The patient was asymptomatic. No changes were made. The physician opted to continue to monitor the patient.